Manufacturer narrative:
During a stent implantation the doctor used two 2 palmaz xd (unmounted) stents. The case went well overall, but for the first deployment, the stent slipped a little on the opta-pro balloon. There was no harm to the patient. The patient was in stable condition at the end of the procedure. The devices were not returned for analysis. (B)(4), the product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The reported ¿stent offset/out of position-in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a DHR could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported by the rep that during a stent implantation the doctor used two 2 palmaz xd (unmounted) stents. The case went well overall, but for the first deployment, the stent slipped a little on the opta-pro balloon. There was no harm to the patient. The device will not be returned, it remains implanted. The patient was in stable condition at the end of the procedure.